Manufacturer narrative:
We have not received the device for evaluation since the device is still in the possession of the hospital. The surgeon confirmed that the device was used in a vessel with calcified plaque. Our IFU clearly/appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and over-inflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. All of the (B)(4) units manufactured under this lot has been sold. Further, we have not received any other complaints of a similar a nature for devices from these lots. (B)(4). The current rate of occurrence is in line with our risk documents. There was no injury to the patient as the result of this incident. All of the fragments were successfully removed from the patient's artery by using an another catheter.

Event description:
Balloon ruptured during an embolectomy procedure in an iliac artery. Some balloon fragments remained in the iliac artery. So, the physician had to use another embolectomy catheter to remove the fragments.